Event description:
It was reported that approximately two days post implant the leadless implantable pulse generator (ipg) exhibited no capture and undersensing. It was also reported that the leadless ipg had dislodged. The leadless ipg was inactivated and replaced. No patient complications have been reported as a result of this event.